Event description:
It was reported that this electrode was associated with a system infection. Surgical intervention was performed and the electrode was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.

Event description:
---